Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found signs of fluid but no internal intrusion. The fse then cleaned bp & ECG connectors and performed a full system check out. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated "error code # 107 and 67". The customer also stated that the iabp had fluid on blood pressure (bp) and electrocardiogram (ECG) connectors; therefore requested service. There was no patient involvement or adverse event reported.